Event description:
It was reported that interrogation prior to the procedure noted that the his lead exhibited failure to capture. The his lead was explanted and replaced. The patient was stable throughout the procedure.